Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient just went to the healthcare provider¿s office the day before and a manufacturer¿s representative was there and adjusted their stimulation. The patient stated they were still going to the bathroom every hour since the day of the call and they wanted help turning stimulation up. Syncing with the programmer showed the stimulation was on at 1.4v on program 2. The patient increased to 1.7v where they felt stimulation in the correct area. The patient was redirected to their healthcare provider if the problem did not resolve to discuss symptoms. No further complications were reported.

Manufacturer narrative:
H6: due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the sudden return of symptoms was that the patient was in the hospital for 2 months and their disease gradually got worse. The steps taken to resolve were that the patient went to the doctor¿s office, and the program was changed. The patient stated they called in because changing the channel didn¿t help, and the advice on the call to change to volume also did not help. It was reported that the return of symptoms had not been resolved and had gotten worse. The patient stated they were going about every 45 minutes or hour, and sometimes (rarely) two hours. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.